Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing heating at the ipg site. It was also reported there was no more heating sensation regardless of if device was on or off, but surgical intervention still took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The reported event for heating at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The ipg met the product requirement specification for heat generation during use.